Manufacturer narrative:
The bioshield biopsy valve is intended for use with gastrointestinal endoscopes. It is not intended for use with a bronchoscope. Therefore, the reported usage was off-label and the device subject of this event has not been evaluated. The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. The instructions for use include the following statements: "the bioshield biopsy valve is used to cover the opening to the biopsy/suction channel inlet of a gastrointestinal endoscope. The bioshield biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation and minimizes leakage of biomaterial from the biopsy port throughout the gastrointestinal endoscopic procedure." Steris endoscopy has requested that the distributor offer in-service training to the user facility. No further issues have been reported.

Event description:
The distributor reported that during usage of the bioshield biopsy valve on a bronchoscope, fluid projected from the cap when injecting saline. No harm to patient or users was reported.